Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced an intermittent audio alert and a low event. Patient reported the he felt low and did not hear the alerts. Patient's wife treated patient with glucagon. Patient did not go to hospital. No glucose values were provided. Additionally, the patient tested the receiver's alerts and they worked. At the time of contact, patient is good. No further event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.